Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the packaging had been retaped and inappropriately labeled. There was no patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the outer packaging had been retaped and inappropriately labeled. The most likely cause of the event is due to the product being relabeled and retaped at the distribution center. The process has been changed to direct returned goods authorization back to manufacturing site for inspection. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.